Manufacturer narrative:
(B)(4).

Event description:
It was reported that a second patient vibratory notifier was noted due to the device reaching elective replacement indicator faster than expected. The initial delivery was prompted a couple of weeks ahead for normal elective replacement indicator. However, the device did not deliver an alert for the notifiers. The device was explanted and replaced. The patient will be monitored remotely. No adverse consequences were detected.